Manufacturer narrative:
During welding, the hinge plate have jigged, leading to the hinge plate up and down are off ctr. So the footrest can not lock into place. Improve welding fixture, avoid jigging during welding. Responsible person: (B)(4), date: 03/13/2015. Trained welding workers, the tubes should be properly placed before welding, following welding sop. Responsible person : (B)(4), date: 03/13/2015.

Event description:
Provider states that there is something wrong with the frame of this chair because the left elevating leg rest will not lock into place.